Manufacturer narrative:
(B)(4). Batch r5a452 . Investigation summary: the analysis results found that one plee60a device was returned with the anvil bent upwards and with a gst60t reload present. The reload was received fully fired. No functional test was performed due the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a sleeve gastrectomy, after the first firing the stapler with a black reload the stapler was reloaded with a green reload. It was noticed that the jaws were no longer approximated. A new device was opened to complete the procedure. Seamgaurd was used on both sides. Four minutes delay in the surgery. There were no adverse consequences for the patient.